Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: after about one and a half hours, the surgeon noticed air leaked from the port and found the upper seal of the trocar had a small crack. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.